Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked j2/lcd keypad connector. The unit also had a cracked lcd window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that none of the buttons on her insulin pump are working. Her blood glucose at the time of incident was 177 mg/dl. Customer believes that her insulin pump might have fallen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.